Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges that yielded discrepant results on lactate 5.92 mmol. The customer states that the pt was treated for sepsis and was given gentamycin (dosage unk), vancomycin (dosage unk) and 4mg morphine. Later that evening at 11:00pm, the lactate result was 0.5 mmol/l on the I-stat and pt was later discharged. At this time, abbott point of care does not believe that there is a product problem. However there is reason to believe that pt care was impacted. Preliminary investigation data shows that product is performing to specification. Investigation is pending.

Manufacturer narrative:
(B)(4).